Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient, the touchscreen on a 980 ventilator was unresponsive. The patient was not harmed or injured as a result of the event. The evaluation and repair of the device has not been concluded.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.